Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical breathing/portex general anesthesia circuits . Four pictures were provided. On picture 3 revealed a scratch at the breathing bag surface, with the lot number and product description matched the description on the product can be confirmed. Pictures four and five revealed a tear on the circuit surface.engineering practices were reviewed and device passed 100% prior to release of product and its functional testing. The cause is believed to occur after leaving manufacturing site.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits was found to have leaking during precheck.